Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device service light emitting diode illuminates. It was further determined that the device failed pretest for information button and self test, charging and checking of the power module in the charger, function test and saw test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Corrected date: the date the device was returned to the manufacturer was reported as january 4, 2018 in the initial report and has been updated to december 4, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.